Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. The customer's blood glucose reached the 200's. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.